Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that the patient reported emergently a month later with a thrombosis of the left limb. Intervention was performed on an unknown date with the placement of a stent in the left limb at another facility. Per the physician, the cause of the event was anatomy related due to narrow distal aorta (14mm). No additional clinical sequelae were reported, and the patient is fine.